Event description:
A retrospective review of the file was perfomed in 2006. The initial assessment did not determine the event details to be reportable. During the review, the determination was made that the event meets the reporting requirements of a device malfunction. The dr. Reported a screw had backed out and the rod had moved. During the revision procedure, it was reported two screws had loosened and the rod was disengaged from the s1 screw. Patient outcome: good.

Manufacturer narrative:
Additional components associated with the reported device are as follows. Catalog no. 94640, lot no. 282992 - catalog no. 94630, lot no. 197536 - catalog no. 94029, lot no. 177837.